Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 395 mg/dl. The caller was advised of procedures regarding set changes and was advised to call back if the issue recurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.